Event description:
It was reported that the pump was explanted due to end of life.

Manufacturer narrative:
(B)(4): catheter model: 8709, serial #: (B)(4), implanted: 2005-(B)(6), explanted: unk. Analysis of the pump revealed motor corrosion and gear train anomaly. Drug delivered via the device per analysis was morphine.